Manufacturer narrative:
(B)(4) date sent: 12/18/2015. Concomitant medical products: information was not provided by the initial contact. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, bent anvil on device. It is unknown how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: batch # m5357z. Evaluation result: the analysis results found that one plee60a device was returned with the anvil bent upwards and without reload present. No further functional testing was performed due to the condition of the anvil however a dry fire was performed to test the functionality of the device and achieved its complete firing sequence without any difficulties. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4).